Event description:
It was reported by the customer that catheter had holes where the catheter and the hub meet. They had to pull the catheter and place another one. It was stated it was the hole was discovered immediately after placing. No priming could be performed on this device. Catheter bled and leaked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.